Event description:
It was reported the patient was getting a sharp pain in the pocket site area. It was further noted the patient had back surgery in (B)(6) 2013, which was not related to their therapy. The reporter stated the incision got infected and had to go back into the hospital. It was noted at that time the patient was using a bone stimulator. The reporter stated the bone stimulator seemed to affect the implantable neurostimulator (ins) and they were getting a sharp pain in the pocket site area. It was noted that ¿every now and then¿ the patient would get a sharp pain right over the ins pocket site. It was further noted the patient discontinued using the bone stimulator and everything seemed to be ok. It was noted the patient had a laminectomy. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v596733, implanted: (B)(6) 2011, product type lead. (B)(4).